Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock x-ray tube assembly. System operates as intended.

Event description:
The customer reported the system kv is too high. No patient injury was reported.